Event description:
It was reported that, during pretesting sterile water did not enter into foley catheter, only some water entered.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12474540. Received a 2 way foley catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 2758j14, manufacturing lot number ngju0233 and batch number myjz1723. Visual inspection noted no obvious observations. During testing, attempted to inflate balloon with 10 ml of solution using the returned syringe and there was strong resistance upon inflation preventing injection. Attempted to inflate balloon with in house luer lock syringe and strong resistance prevented full inflation. Replaced inflation valve and reattempted inflation with both syringes. Resistance persisted and prevented inflation with the new valve. Dissected balloon and found that the notch was not fully perforated. This is out of specification, which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretesting sterile water did not enter into foley catheter, only some water entered.